Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 99mg/dl at the time of the incident. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.